Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by a nurse that the customer received emergency medical assistance due to a low blood glucose on (B)(6) 2020 of 58 mg/dl at the time of the incident. The customer was given intravenous infusion of fluid and d50. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was declined for the low blood glucose. It was reported the customer fell asleep without alerts for their continuous glucose monitoring. It was reported that the transmitter did not charge when placed on the charger. It was reported the customer also received calibration not accepted and change sensor alerts. The insulin pump will not be returned for analysis.